Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 1 of 4. MFR reference report: 1627487-2018-12660, 1627487-2018-12662, and 1627487-2018-12664. It was reported that the patient did not have adequate relief from therapy. Surgical intervention occurred on (B)(6) 2018 and the system was explanted.